Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l3-l4 tlif fusion. It was reported that imaging studies showed that the patient developed uncontrolled bone growth and resulting nerve compression. It is alleged that the patient suffered various injuries including ectopic bone growth, radiculitis, pain, suffering, emotional distress, and mental anguish.

Event description:
It was reported that on: (B)(6) 2012, the patient presented with pre-op diagnosis of degenerative disk disease l3-4; spinal stenosis l3-4 ; left l3 radiculopathy and underwent following procedures: transforaminal lumbar interbody arthrodesis l3-4; non segmental percutaneous pedicle screw instrumentation l3-4; placement of peek interbody cage at l3-4. Morselized locally harvested autograft in the l3-4 interbody space. Use of morcelized allograft in the interbody space at l3-4 including bmp and morcelized allograft chips. Use of intraoperative fluoroscopy . The procedure was performed using pedicle screws, peek cage , allograft , bmp, morselized allograft chips. Per op notes, "...the surgeon placed half of a bmp extra small pledget into interbody space followed morselized locally harvested autograft from the left l3 inferior articulating process...again the surgeon placed allograft and more of bmp . The remainder of the bmp as well as 5 cc of allograft bone chips through funnel. Once this was inserted into the interbody space, the cages was inserted and expanded up to 10mm stature..."